Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report a discordant, falsely depressed enzymatic creatinine result obtained on an atellica ch 930 instrument (serial: (B)(4)). The initial result was not reported to the physician(s). The sample was repeated on the initial instrument (serial: (B)(4)) twice. The repeat result was reported, as the correct result, to the physician(s). The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. Contributing factors such as sample integrity, preanalytical variables potential sample mixing or delivery issue cannot be ruled out. Quality control was in range and no other issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. System was fully functional. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2021-00257 was filed in conjunction to this report.

Event description:
A discordant, falsely depressed enzymatic creatinine result was obtained on an atellica ch 930 instrument (serial: (B)(4)). The initial result was not reported to the physician(s). The sample was repeated on the initial instrument (serial: (B)(4)) twice. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00258 on 19oct2021. Additional information (23nov2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the data provided. Siemens reviewed the photometer data and found no indication of reagent delivery issues or indication of foaming issues. Siemens also found that there were no process errors. Contributing factors such as sample integrity and preanalytical variables could not be ruled out. Quality controls were in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. The system was fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.